Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. It was concluded that the device can't be repaired. The device was returned to the customer unrepaired per their request.

Event description:
A customer contacted stryker to report that their device continuously power cycled. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.